Manufacturer narrative:
Other device listed in this report: cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: mmhw72. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to pain. Date of implant: (B)(6) 2013.

Manufacturer narrative:
An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that surgeon revised patient's right hip due to pain. Date of implant: (B)(6) of 2013.